Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported an open on electrode 0 and a lack of good coverage since implant. Electrode 0 was greater than 20000 ohms at 0.7 volts and 1.5 volts. At 3.0 volts, the results were as follows: electrode 0/1: 20000, 0/2: 13913, 0/3: 13739, 0/4: 14302, 0/5: 13492, 0/6: 13561, 0/7: 20312, 0/8: 20312, 0/9: 14046, 0/10: 13729, 0/11: 12893, 0/12: 13492, 0/13: 19951, 0/14: 14636, and 0/15: 14638 ohms. All electrodes were normal with 0 being high. The rep tried programming on 0/8 and the patient felt nothing at 10.5 volts. Stimulation was on and no trauma/falls or interference had occurred. No symptoms occurred with stimulation off or with positional movement. The patient needed coverage on the left, low back and down leg. The patient had been programmed before the appointment on (B)(6) and had stimulation but not the best coverage. If increased, she felt stimulation in the wrong location. Programming around the high impedance was reviewed. The rep palpated around the ins. Additional stimulation was not felt but the patient felt pain. Relevant medical history included spinal pain. No follow-up was required.